Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator stopped ventilating while on a patient. The customer stated there was no patient injury and the patient was placed on another unit.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and found the ventilator with a depleted internal battery. The ventilator was connected to a/c power and ran for 1.5 hours. The problem reported by the customer could not be duplicated. The field service representative performed the operator verification procedure (ovp) and user verification test (uvt) per manufacturer specifications and all values were within specification. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.